Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) on 07/23/2015. Visual inspection of the returned platform was performed and no physical damages were observed. A review of the platform's archive data was performed and revealed that the archive data was corrupted. Therefore, the customer's reported complaint could not be confirmed through review of the platform's archive data. Functional evaluation of the returned platform was performed and the customer's reported problem was unable to be duplicated. The platform was tested and no user advisories or warnings were exhibited. The platform passed all functional testing. Unrelated to the reported complaint, it was found that the clutch plate was sticky and needed to be deburred. Based on the investigation, the parts identified for replacement were the internal battery connector and driveshaft lock pin. In summary, the customer's reported complaint of the platform displaying a ua 12 was not confirmed through review of the archive and was unable to be duplicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 12 messages. Therefore a root cause could not be determined. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) message that the customer could not clear. No patient involvement was reported. No further information was provided.